Manufacturer narrative:
Conclusion: user error contributed to event. Complaint history reviewed and the analysis shows no trend for item/lot. Package insert reviewed and confirmed it states "stems and modular necks with the 12/14 slt taper should only be used in combination with heads with the 12/14 slt taper." This component was used with a head and cup from a different manufacturer.

Event description:
Allegedly revised due to unknown reason.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the component returned. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).